Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 300cc mentor memorygel breast implant and a right-sided 275cc mentor memorygel breast implant. Post-operatively, the patient experienced capsular contracture of an unspecified baker grade in her left breast. Ultrasound was performed and identified a rupture of her left prosthesis as well as an enlarged inframammary lymph node in the right breast. As a result, the patient underwent removal and replacement with a left-sided 400cc mentor memorygel breast implant and a right-sided 425cc mentor memorygel breast implant and on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-08257 for the contralateral event.

Manufacturer narrative:
Mentor received the device for evaluation and completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: lymphadenopathy. Manufacturer¿s reference number: (B)(4).